Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the global ap stem was assembled using the fix 135 neck angle. The surgeon noticed after it was implanted that the head sat proud . It was removed and disassembled. Using the same stem they converted it to a variable angle and the was prepared as per technique but did not match the trial implant. The size 10 stem was replaced with the new stem and used the variable angle again. There was a surgical delay of 20 minutes. Doe: (B)(6) 2018 right shoulder.

Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device did not find any evidence of product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.